Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 4-5cm lesion in the mid common bile duct. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician noted that the stent had partially deployed inside the patient. An attempt in re-sheathing was unsuccessful and the stent was seen slightly opened. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. Additionally, no visible damage was noted with the stent system prior to use. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent partially deployed. The device was not returned; therefore, a technical analysis could not be performed. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.